Event description:
Plasma center reports donor claims to have developed an infection at the phlebotomy site from their donation in 2002. Symptoms were reported to have begun the next day and donor further claims that the infection lead to the development of blood clots. Donor reportedly was admitted to the hosp 2 days later and treated with antibiotics and heparin while hospitalized. Donor was discharged 1 week later with lovenox and coumadin to be taken after release. The hosp report indicated that the donor would remain on coumadin for approximately one month. A noninvasive vascular lab report stated the following: "1. Based on this examination, there is no evidence of deep vein disease in the upper right extremity. 2. There is evidence of extensive superficial phlebitis involving the entire cephalic vein, the medial basillic vein, the ulnar and radial veins in the forearm".